Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient who was receiving dialysis earlier in the day had a decline in status warranting a code intervention and was sent to the critical care unit. An infusion of vasopressin 20u/50ml was initiated at 2005 to be completed within 8-12 hours, however, the entire bag infused by 2029. The patient was also receiving norepinephrine at an unknown rate and there were no changes in vital signs. The patient's status was dnr (do not resuscitate) and he later expired. Upon internal review, the customer¿s senior leadership determined that the free flow event was not a factor in the patient¿s death.

Manufacturer narrative:
The customer¿s report of free flow was not confirmed. Physical inspection showed the device was in fair condition with the instrument seal not present. The device was noted to have dull iui connectors, a crack at the lower door hinge, a damaged air in line assembly, a backed out pivot latch screw and a 3rd party latch/sear. The datum posts were observed to be almost flush with the membrane frame. Analysis of the pcu event log shows that at 8:05 pm on (B)(6) 2017 the pump module was programmed to infuse vasopressin 20unit/50ml at a rate of 4.5ml/hr with a vtbi of 50ml. The infusion ran until 8:45 pm when the device was channeled off. The volume infused recorded during this period was 1.677ml. The only alarms during the infusion were for air in line at 8:26 pm and 8:27 pm. There were no door open alarms or any other alarms during the infusion. The starting/ending volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid out of specification on the low side. Free flow was not replicated. The root cause of the customer¿s report of free flow was not identified.